Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for non-malignant pain. The lead wires were bunched around their spine. This was the secondtime that the lead wires had been so messed up. The health care professional (hcp) did an x-ray on (B)(6) 2016 and it confirmed that the leads were bunched and were not in their spine anymore. The patient stated that they were told that they could not do another revision and the other option would be to take the device out. Per the patient, the hcp stated that they could not operate on the patient every 3-4 months to fix the wires. The hcp asked the patient to shut off the device and see if they could handle their chronic pain. The patient stated that they were still in pain and also had pain from the wires. The patient stated that they were very thin and asked if other thin people had the same problems and if trials were done on very thin people. Additional information was received from the health care professional (hcp) reporting that the diagnostics of an x-ray and imaging were performed. The wires bunched again. It was determined that further revision would not be helpful as the event would most likely happen again. The removal surgery was scheduled for (B)(6) 2016. Additional information was received in a patient letter on 2016-10-03 reporting that their hcp appointments for this issue had been on (B)(6) 2016. The patient had their system removed on (B)(6) 2016 which was their third operation since the implant in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implant was removed in (B)(6) 2016, and now their back is deformed because they have a hole in their back. The patient stated that the manufacturer should have explained that risk to them. It was explained that the adverse events are not an exhaustive list, thus those matters should be discussed with their healthcare provider.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the consumer on 2017-02-16 that they were very upset because they were not warned that when they had to have the stimulator removed their back would have a hole where the wires messed up and they were deformed for life. Additional information was received from the consumer on 2017-02-20 reporting that after a revision was done in (B)(6) 2016 (see MDR# 3004209178-2016-21457) their back started to hurt again. Another x-ray was done and the leads were found to be moving around again. The caller inquired as to the reason why the leads moved. The system was removed on (B)(6) 2016. Now there was a hole in the patient¿s back. It was not open as there was a thin layer of skin covering it and there were lumps where the leads were placed. The consumer was upset that their back was deformed and they were in more pain now than before the implant. After the removal, the patient developed a bone chip in their spine which was diagnosed by an MRI. The caller had read online that this could happen from a removal. The caller was concerned because bone chips would cause other issues and should be taken out. It was difficult for the consumer to get in touch with the hcp. Hcp listings were provided to the caller.

Event description:
Additional information received from the patient indicated that they are not 100% sure that the bone chip was from the removal of their device. The patient is waiting to see another physician. They have to have shots due to having the device removed, and have to go back to the physician for more.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider. It was reported that the hcp had no knowledge of the ¿bone chip.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.